Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; no particulate matter was found. The device was under water pressure tested with no leaks observed. Functional testing (self-test and priming) was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a ¿black spot¿ inside the patient line of a homechoice cassette. This was observed prior to use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.